Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with right ventricular lead noise. Isometric exercise did not reproduce the reported noise. The device was reprogrammed, the patient was stable and would be monitored with routine follow up.